Manufacturer narrative:
This product is not marketed in the us. No similar complain type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that upon handling the rod of a ks-ni2, 16.0 diopter, preloaded injector, the optical part was blocked and the lens became stuck. There was no patient contact and the surgery was completed using another back up preloaded system.

Manufacturer narrative:
Additional information: device evaluation: the iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. Claim #: (B)(4).